Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The customer found the blue tubing coming off of the cooling gas regulator pr5 was kinked. He fixed that and said that the ddi isn't drifting now. He said that he has had it running for about 45mins on the performance check settings. He said the amps are at 56cm, which is right at the lowest end of the 56-75cm spec. The customer was send a driver and he will replace it when it arrives. As of this date the part has not been received for evaluation. When it has been received and evaluated a supplement will be filed.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 2014 the customer called to report that the that the ddi drifts off of center. There was no indication of patient involvement.